Manufacturer narrative:
Citation: massoullié g, et al. Incidence and management of atrioventricular conduction disorders in new-onset left bundle branch block after tavi: a prospective multicenter study. Heart rhythm. 2023 may;20(5):699-706. Doi: 10.1016/j.hrthm.2023.01.013. Epub 2023 jan 13. Earliest date of publication used for date of event. Medtronic products referenced: medtronic self-expanded valve. Based on the study date range (june 8, 2015 to november 8, 2018), the following medtronic self-expanding valves may have been used: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding the incidence and management of atrioventricular conduction disorders in new-onset left bundle branch block (lbbb) after transcatheter aortic valve implantation (tavi). Patients were implanted with either a medtronic self-expanding valve (n = 119) or a non-medtronic edwards balloon-expandable valve (n = 64). The authors observed 10 deaths during the 12-month follow-up. Causes of death were summarized as follows: sudden cardiac arrest (1 case), cardiovascular (2 ischemic strokes, 1 cardiogenic shock, and 1 endocarditis), and non-cardiovascular (5 cases). No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. Other adverse events that occurred were described as follows: new-onset lbbb during or after tavi (range of 1 to 3 days), implantable loop recorder implant for remote monitoring of conduction disorders, development of high-grade conduction disturbances (complete atrioventricular block, sinus node dysfunction), syncope or dizziness associated with conduction disorders or sinus dysfunction, heart failure due to complete atrioventricular block, and need for permanent pacemaker implantation. No additional adverse patient effects were noted.